Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for no delivery alarm. The customer¿s blood glucose level was 9.1 mmol/l at the time of the incident. Customer reported that insulin pump alarms constantly delivery stopped, replace battery. Customer reported that insulin pump had already been reset last week but problem is not solved. Customer has to replace batteries all the time. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. No delivery alarm or occlusion - unknown timing not confirmed. Low battery alert less than one week not confirmed.